Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. After the first countershock was administered using disposable defibrillation electrodes, the device allegedly displayed a connect electrodes message and use of the defibrillator was inhibited. The operator applied another set of defibrillation electrodes but the device continued to display the connect electrodes message. A backup defibrillator was made available and used to continue administering therapy to the patient. The patient was not resuscitated. The customer indicated that the reported malfunction did not cause or contribute to the patient's death. The opinion was based on an assessment of the patient's condition and the availablity of alternative devices to deliver defibrillation therapy to the patient.